Manufacturer narrative:
Lead migration was reported to abbott. The replacement entire system and the issue resolved. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had their lead explanted and replaced due to lead migration on (B)(6) 2019.